Event description:
It was reported that approximately 4 years post implantation, the patient was revised of the right knee due to aseptic loosening and arthrofibrosis with limited range of motion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. D11: 42532006702, tibia, lot # 62331211. 42500606002, femur, lot # 62364751. 00111314001, bone cement, lot # 76684363. 00111314001, bone cement, lot # 77584367. 00111314001, bone cement, lot # 76394338. 42509902525, hex screw, lot # 62154177. 42540000032, poly patella, lot # 62268836. 42522400512, bearing, lot # 62488904. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02910. 3007963827 - 2018 - 00092. 0001822565 - 2018 - 02913. 0001822565 - 2018 - 02912. 0001822565 - 2019 - 04277. 0001822565 - 2019 - 04278.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: 42500606002, persona ps standard femoral, 62364751; 00111314001, palacos r+g cement, 76404338;; 00111314001, palacos r+g cement, 76684363 42532006702, persona stemmed 5-degree tibia, 62331211; 42509902525, 2.5 mm female hex screw 25 mm length, 62154177; 42509902525, 2.5 mm female hex screw 25 mm length, 62151278; 42512400410, articular surface fixed bearing posterior stabilized (ps) left 10 mm height, 62513999; 42540000035, all poly patella cemented 35 mm diameter, unknown; 42540000032, all poly patella cemented 32 mm diameter, 62268836; 42522400512, articular surface fixed bearing posterior stabilized (ps) right 12 mm height, 62488904. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02911, 0001822565 - 2018 - 02912, 0001822565 - 2018 - 02913, 0001822565 - 2018 - 02910. Remains implanted.

Event description:
It was reported that bilateral patient underwent right total knee arthroplasty and subsequently is scheduled for a revision surgery due to loosening. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of medical records. Revision op notes demonstrated that the patient was revised due to aseptic loosening. During the revision, arthrofibrosis was noted. Burr and osteotomes were required for disimpaction of both the tibial and femoral components as they were not grossly loose. Osteo granules were placed in cavitary defect upon tibial stem removal. Bone loss classification of the tibia was aori type 2b. All product was removed. A review of the device history records did not identify any deviations or anomalies during manufacturing related to the reported event. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.